Manufacturer narrative:
A partial lead with the lead tip measuring 47.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the or for a lead extraction due to the rv coil fractured. The patient initially presented in clinic after receiving a vibratory notification. Decrease hv lead impedance was noted. On (B)(6) 2016, the lead was successfully capped and replaced with a competitor lead. The patient was stable throughout the procedure. No adverse events occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the or for a lead extraction due to the rv coil fractured. The patient initially presented in clinic after receiving a vibratory notification. High, out of range, hv lead impedance was also noted. On (B)(6) 2016, the lead was successfully capped and replaced with a competitor lead. The patient was stable throughout the procedure. No adverse events occurred.